Manufacturer narrative:
B2, b3 and h6 (impact code) updated. H3, h6: the reported device was not returned to the designated complaint unit for independent evaluation. However, a clinical review of the customer provided images was performed and shows soft tissue ulceration at the left labial commissure consistent with reported tissue injury. The intraoperative photos show metal retractors in place retracting the upper and lower jaws and the coblation wand device appears to be in direct contact with the left labial commissure. The metal retractor appears to be in near proximity to wand tip device in the provided photo. ¿a pillar retractor to resect the posterior part of the tonsil, respecting the posterior pillar as visualized on the photo,¿ with no use of bipolar forceps. The evac plasma wand IFU provides warning/precautions regarding thermal/electrical injury: ¿do not contact metal objects while activating the wand, as it may damage the tip/ and/or shaft insulation causing malfunction or injury. Avoid contact with metal surgical instruments, as they may pass current to the patient or user and result in burns. Additionally, ¿when not using instruments, placed them a in clean, dry, highly visible area, not in contact with the patient¿ or non-targeted tissue. Inadvertent contact with patient may result in burns.¿ saline can become warm when passing through the wand. Avoid allowing saline to fall into areas not being treated as thermal injury may result. The clinical root of the reported burn at the left labial commissure was due to a user variance. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found no similar reported events. The instructions for use were reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. The failure has been determined to be related to the reported event. No containment or corrective actions are recommended at this time.

Event description:
It was reported that during an ent procedure, while using the evac wand in ablation mode on one of the tonsils, the heat of the wand device apparently spread to the abutment retractor, which was also in contact with the corner of the mouth. At the end of the procedure, a burn was observed with completely atonic walls at the level of the commissure of the lips. The procedure was successfully completed with no surgical delay using the reported device. The burn initially required sutures that did not hold, therefore it was managed by directed healing; the evolution of scarring is uncertain and no further complications were reported.

Manufacturer narrative:
H10: internal complaint reference: (B)(4).

Manufacturer narrative:
H10: internal complaint reference: (B)(4). B5 updated.

Event description:
It was reported that during a bilateral intra capsular tonsillectomy procedure, while using the evac wand in ablation mode on one of the tonsils, the heat of the wand device apparently spread to the abutment retractor, which was also in contact with the corner of the mouth. At the end of the procedure, a burn was observed with completely atonic walls at the level of the commissure of the lips. The procedure was successfully completed with no surgical delay using the reported device. The burn initially required sutures that did not hold, therefore it was managed by directed healing, saline lavage and vaseline application were needed; the evolution of scarring is uncertain and no further complications were reported.